Event description:
It was reported that the had driveline power fault alarms. The pump was running fine and the patient was doing well. A review of the log files by technical services found intermittent driveline power fault alarms from (B)(6) 2022. The patient's system controller and modular cable were exchanged. The driveline power fault alarm had cleared and had not returned. There was no adverse patient impact.

Manufacturer narrative:
The reported event of a driveline power fault alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 7 days ((B)(6) 2022 ¿ (B)(6) 2022, and (B)(6) 2022 per timestamp). On (B)(6) 2022 at 12:30:02, 17:28:38, 17:31:32 and (B)(6) 2022 at 17:10:26, power a broken faults were captured. Driveline power fault alarms, associated with the power a broken faults, started on (B)(6) 2022 at 17:10:28 due to the current sense on line a dropping below the threshold amperage. The alarm did not resolve itself in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarms were active in the log file. Heartmate 3 vad modular cable (lot # 183276) was returned for analysis and functionally tested. The modular cable was tested with the returned system controller and was found to operate as intended during analysis. The driveline power fault alarm was unable to be reproduced throughout all testing. The cable¿s internal conductors were tested and failed due to a wire measuring outside the resistance threshold. The cable¿s polyurethane and inner layers were stripped and a kink in the wire was observed. The underlying brown, red, and black wires were exposed and damaged. A root cause of the reported event was conclusively determined to be due to power a, the brown wire, being damaged. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 4 - ¿living with the heartmate 3¿ and section 6 - ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.